Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that the pacemaker was exhibiting a marker anomaly. No intervention was performed. The patient had no consequences due to this issue and will continue to be monitored.